Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient caretaker was changed. The peritonitis was manifested by cloudy fluid. Five days after the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection of meropenem (1 gm daily) and ip injection of vancomycin (1gm once, every five days) for the event. Dianeal therapy was ongoing. At the time of this report hospitalization was ongoing, the patient was recovering and antibiotic therapy was ongoing. On an unreported date, the caretaker was retrained on the proper aseptic technique. No additional information is available.